Manufacturer narrative:
Correction: it was determined through investigation of the returned devices that the initially reported suspect device reported under manufacturer report number 2016493-2022-235718 is a concomitant. Please refer to manufacturer report number 2016493-2022-235611, which captured the correct suspect device per investigation report.

Event description:
It was reported that the patient was receiving a norepinephrine infusion at 0.1 mcg/kg/min and again the clinician intended to down-titrate to 0.08 mcg/kg/min but erroneously keyed in 0.8 mcg/kg/min resulting in a dose increase. The error was noticed within 5 minutes and the clinician was able to correct the issue. There was patient involvement but no harm.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility.

Event description:
It was reported that a pharmacist noted issues where an infusion was programmed incorrectly due to a missed zero in the dose field. The example given was . 0.8 mcg/kg/min programmed instead of the intended 0.08 mcg/kg/min. The pharmacist indicated this issue occurred with norepinephrine. Their was patient involvement but impact is unknown.